Event description:
It was reported that the subject device had water damage. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.